Event description:
User experienced leak from the analyzer and onto the floor. No patient samples were affected and operator was not harmed. The field service representative determined a tube had come loose from the output gear pump. User had repaired the connection before his arrival. Field service representative checked the connection. Performance tests were performed.